Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller on behalf of the customer, reported higher scan values while wearing the adc freestyle libre sensor compared to an adc meter. On (B)(6) 2021, the customer obtained an unspecified high scan value and was provided insulin based on the sensor scan, and went to sleep. The customer was found the next morning sweating and had lost. A non-hcp was unable to wake him up and he was provided a shot of "baqsini (glucagon)" for treatment. The customer regained consciousness and was then provided something to eat. Sensor scans of 10.1 mmol/l, 12.2 mmol/l, and 15.7 mmol/l compared to adc meter glucose tests of 3.6 mmol/l, 2.9 mmol/l, and 4.1 mmol/l, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent injury.